Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('left lot of fragments') and medical device removal ('tubes removed'). In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on 2014 and hysterectomy on (B)(6) 2015). Essure was removed. At the time of the report, the device breakage and medical device removal outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left lot of fragments') and medical device removal ('tubes removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on 2014 and hysterectomy on (B)(6) 2015 at the time of the report, the device breakage and medical device removal outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality of ptc safety evaluation .new event device breakage was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and salpingectomy ('tubes removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and salpingectomy (seriousness criterion medically significant). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and salpingectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.